Event description:
It was reported by the rep the device was used during a bowel resection. Waiting for further info. There was no consequence to the pt. 9/2/1998 the rep said the surgeon said he tightened down the cdh, squeezed the trigger and a "white washer was showing" and no staples formed. Another cdh was opened and worked fine. The tl60 staples did not close properly on the rectum. It is not known if the surgeon opened another stapler or sutured the rectum.